Event description:
See initial report.

Manufacturer narrative:
D4. The event is related to a legal case and in order to collect additional information from customer is requiring the involvement of legal department. For this case different attempts were made and no additional information can be collected, neither the serial number of the device.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in los angeles, california. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. Complainant alleges through their counsel a bacterial infection following a surgery carried out on (B)(6) 2019, in which a heater-cooler system 3t was used. Based on current status of the investigation the alleged device issue was yet not confirmed.

Event description:
See initial report.

Manufacturer narrative:
A DHR review could not be performed since possible serial number involved was not provided. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.